Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 12/23/2015 a medtronic representative performed a navigation system check-out. Hardware test failed - optical communication - crimped cable. Replaced camera and cable. Issue resolved. System performed as intended. Return requested. Replacement ext scu to r/a psu cable shipped to site 11/06/2015. Medtronic investigation of suspect ext scu to r/a psu cable, returned on 01/04/2016, finds that the cable has been twisted at the right angle lemo connector leaving dents in the cable jacket. Several pins within the straight lemo connector have been twisted and bent not allowing connection to the mating part. Physical damage due to misuse - connector - damaged, pin bent or missing. Return requested. Replacement camera shipped to site 11/06/2015. Medtronic investigation of suspect camera, returned on 01/05/2016, finds the cable connection on the positioning sensor unit (psu) has not been damaged as was reported. However, the psu failed an aak test at .41 mm with a passing threshold of .35 mm. This psu has not been previously returned for a failure. Electrical failure - failed diagnostic test - out of calibration.

Event description:
A medtronic representative reported a site's navigation system camera cable that was wrapped around the laser pointer and smashed into the camera. The medtronic representative was not able to remove the cable from the camera. Camera input damaged at camera. Replacement camera requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.